Manufacturer narrative:
9/10/97-supplemental report 31 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument would not fire. The surgeon used a new instrument to complete the procedure. The hospital has reported no patient injury occurred.